Event description:
It was reported that, "he underwent a trident left total hip replacement on (B)(6), 2006. He further reported that about 3 years ago, he began experiencing squeaking and pain in his left hip. The patient also stated that the squeaking and pain has recently become more frequent."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.